Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was determined at analysis that the programmer would not stay powered up when the provided radiofrequency (rf) programmer head was connected. It was noted that moving the rf head cable at the site of a cut would cause the programmer to shut down or not power up. The cable was replaced and it then passed all functional and systems tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.